Manufacturer narrative:
The reported inability to tighten the set screw was unable to confirm in the laboratory since the device was return without the set screw and septum. The analysis for the rest of the device was normal. Without return of the entire device, a complete analysis could not be performed.

Event description:
It was reported that during the implant procedure, the physician noted a problem with set screw rotation. Physician changed out the device. The patient was doing well.